Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) had difficulties when recharging their neurostimulator (ins) battery. Pt explained that probably since about a year ago the battery runs out really quick and takes a couple of hours to trickle charge it with the problem getting worse. Pt described getting error message "m03" once yesterday while feeling a heat sensation inside where the implanted battery was located but not to the touch. Pt said it would drain really quick then take forever to recharge but now will not charge. Pt inspected recharging antenna (rtm) cord during call without detecting any visible damage. Pt did not give a clear event date therefore pss did not know if incident began this year or last. Patient services (pss) had pt reset the controller while collecting modal/serial numbers and then attempt a recharge session after reinserting the battery pack. The controller displayed controller low [70] battery low- recharge the controller soon. Pt said they had a full charge on the controller. Message reappeared again after unplugging rtm b/c screen appeared suck on the 'checking antenna' screen. Pt said the rtm had a strain relief where cord intersected with antenna. A replacement recharger (rtm) was sent out. The patient then called back and reported that they received the recharger cord but he was expecting the controller to be replaced as well. The patient (pt) stated that he is using the new rtm cord from repair but he is still getting the same error message about the controller battery being low and to recharge the controller. The pt stated that he is in pain and he is not able to use his equipment. A replacement controller and battery pack were sent out. No symptoms were reported. Additional information was received from the patient. It was reported that there were no changes that led to the ins battery running out quickly; over time it got slower and slower until it would not charge at all. The patient said they were sent a recharger and there as no difference but then sent a controller and all was good. The ins battery running out quickly and the ins heating during recharging had both been resolved.